Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017 - incorrect prep.

Event description:
It was reported that the procedure was to treat a de novo, mildly calcified, mildly tortuous left av fistula lesion with 80% stenosis. Air aspiration was not performed on the 6x40 mm armada 35 balloon dilatation catheter (bdc) outside of the patient anatomy. The bdc was advanced to the target lesion for pre-dilation without issue; however, during the second inflation, the pressure would not increase above 6 bar, and a leak was noted at the proximal end of the push catheter. An additional 6x40 mm armada 35 bdc was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.